Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. Insulin pump successfully downloaded traces and history file using thump. Pump passed active current measurement, self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pump case with a test case and sleep current measurement passed. Low battery alerts confirmed in the pump history on august 31, 2021 at 4:47pm and on september 07, 2021 at 5:39am. Therefore, battery change occurred in less than 1 week. P-cap reservoir locks properly into place. The following were noted during visual inspection: scratched case and corroded battery tube. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump alarmed power error detected error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump alarmed low battery. No further patient complications were reported. The customer will continue to use the device. No further patient complications were reported. The customer will continue to use the device.